Manufacturer narrative:
Additional information was received on june 16,2016, and it was reported that the patient's outcome was improved. It was also reported that the patient was a 75 year-old female patient, weighing 46kg, therefore sections a2. Patient age at the time of event, a2. Age unit, a3. 3. Sex, a4. Weight of the patient, and a4. Weight unit, were populated. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30136270l number, and no internal actions related to the reported complaint condition were identified. (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure no anomalies were observed, the procedure was completed with no immediate patient consequences. Post-procedure the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Patient condition recovered after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. The physician commented it is unknown at what time the tamponade occurred. The causal relation between the thermocool® smart touch® sf bi-directional navigation catheter and the adverse event is unknown. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.